Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated their controller was showing settings not available starting this past friday. Patient also said the stimulation was sending shockwaves down to behind their knees on a certain setting. Patient mentioned they can't even control stimulation using their controller anymore and wanted to see if there was someone in their new area that could help them. Patient said they were working on referrals finding a new managing doctor and had already went to the physician listings website, but those offices all required referrals. Agent reviewed role of rep and provided nas number for doctor's office to call if needed and willing to invite a rep in. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.